Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[unit is currently on software version 12.1.1.50, however, requires syringe sizer sensor replacement as per the recall. Unit also does have a cracked front case and rear case, and hence will need to be quoted. Images attached to provide to the customer when quoting. Please quote tier 1.]. There was no reported patient involvement.